Event description:
It was reported the programmer would not power on. Different outlets and power cords were tried, without success. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 programmer rf (radio-frequency) head; product ID 2290 pacing system analyzer. Product event summary: analysis confirmed the programmer would not power on, the power supply was out of electrical specification, as a result the power supply was replaced. (B)(4).